Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including body odor, joint pain, foot pain, feeling of sand in eyes, pain in every joint on left side, joint pain that started at hip and progressed to other parts of the body, brain fog, swelling in hands/feet/face, numbness and tingling in chin and lips, feeling of fullness in throat, heart palpitations, nodules in lymph nodes and throat, intermittent neuropathy in index finger and thumb, extreme pain in underarm that comes and goes, waking up in hives (legs, arms, and elbows), swollen chin and lips, and swollen feet and hands. The patient reported that she has an increased ra marker. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral explantation without replacement devices on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.